Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the main printed circuit board (pcb), lower case and one side bail cover were contaminated and the main clear cover was missing.

Event description:
It was reported that the external pulse generator shut itself off while pacing a patient. During follow-up testing with a new battery, after approximately 5 hours the device shut off but the battery was still at approximately 9 volts. It was further noted that the generator "intermittently shuts off during pacing." The generator was returned for service. It was changed out and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.